Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure, it was mentioned that a leak was noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure, it was mentioned that a leak was noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for analysis.